Event description:
Healthcare professional reported," right side rupture". Device remains implanted. Treatment : estradiol -progesterone.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as surgical damage. Additional observations: no additional information. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported," right side rupture". Treatment : estradiol -progesterone. Device has been explanted and replaced with non-allergan device.